Event description:
Boston scientific penile implant failed immediately. First surgery was (B)(6) 2023 at (B)(6). Reservoir leaking upon insertion. Had to have repeat surgery (B)(6) 2023. As my ed (erectile dysfunction) is complete post-surgery and radiation for prostate cancer, the 6 + months without maintaining erection from vacuum led to permanent scaring and atrophy. Company denies responsibility.